Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "dirt, with an oil odor" was found on the bd plastipak¿ luer-lok¿ syringe before use. The following information was provided by the initial reporter, translated from portuguese to english: "syringe has dirt, with an oil odor."

Manufacturer narrative:
Additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-04-08. H.6. Investigation summary: the analysis of the batch history was performed, checking the quality notifications and maintenance records where no records potentially related to failure were found. The sample provided by the client was analyzed and it was possible to observe foreign matter - grease. For the reported defect, it is an occurrence related to contamination during the production process caused by operational failure during the cleaning of the packaging equipment. Production line operators will be notified of the occurrence. The defect identified from this complaint will be monitored for trend assessment.

Event description:
It was reported that "dirt, with an oil odor" was found on the bd plastipak¿ luer-lok¿ syringe before use. The following information was provided by the initial reporter, translated from portuguese to english: "syringe has dirt, with an oil odor."